Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
This notification (B)(4) is closed. New information was received stating that only two devices were involved in two separate events. These events are reported under karl storz reference numbers (B)(4), with mdrs 9610617-2024-00059 & 9610617-2024-00063.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.